Event description:
Ipp cylinders were implanted on 11/11/93-first stage. The pump and reservoir were implanted on 12/14/93-second stage. The entire device was removed from the patient, date and reason not indicated. Ams has requested additional info. Info received on 7/24/97 indicates the entire device was removed from the patient on 3/9/94 due to erosion of cylinder through glans.